Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis center and observed that it was unable to deliver defibrillation therapy. The cause of the failure was determined to be a loose connection of the cable-mounted plug connector, designator p22, to the high voltage relay. Once the connection between p22 and the relay was secured, proper device operation was observed. A replacement device was provided to customer.

Event description:
It was reported that the device gave the "abnormal shock delivered" message when the device user shocked a patient. A back up defibrillator was successfully used and the patient delivered to the hospital emergency room. The reporter informed that the device use had no adverse effect on the patient. There were no further details on the event and/or patient provided.